Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of short interval counts (sic) during the past five months. The physician reviewed the data and will monitor the patient via remote monitor transmissions and office visits. The lead remains in use. No patient complications have been reported as a result of this event.